Manufacturer narrative:
Eval summary: pt demographics and surgical notes are unavailable. It is unk whether the devices implanted are of proper combination. Post-op x-rays returned do not indicate any abnormality with the fixation of devices. There have been no previous complaints reported on most distal femur implants. With the available info, the pt's pain at the trochlear region cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the raised ridges in the trochlear groove are binding with soft tissue between the ridges and the patella. This is causing the pt quite a bit of pain.